Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Access was obtained via the left brachial artery. The 80% stenosed de novo lesion measuring 5.0mm in diameter and 20mm in length was located in a non calcified and mildly tortuous celiac artery. The physician attempted to direct stent with a 5.0x20mm veriflex stent, but when advancing the device through the guide catheter and inflating the stent delivery system, the stent could not be located. The device was removed and the stent could not be found in the patient using x-ray and was not located in the lab. Optimum results were achieved by using the stent delivery system balloon and the procedure was completed. No patient complications were reported. Patient status is listed as fine.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer - as the device has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of this complaint is user error as the device was not used in accordance with the directions for use (dfu) and / or any use not considered accepted general medical practice. The complaint states that the device was being used to treat the celiac artery. It is noted in the dfu for this product that the veriflex device is only intended to be used to improve coronary luminal diameters.(B)(4).